Event description:
It was reported that the patient was charging more than expected and that a lead was "broken". There also was a plan to move the location of the implantable neurostimulator (ins) to the abdomen since it was causing pain in its current location. The patient met with the manufacturer's representative and a reprogramming was done. Also, the battery was determined to be good. The patient's main complaint was pain at the site of the battery. The placement caused the patient significant discomfort. Also reported, the patient had an occasional burning and stabbing around the leads. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).